Event description:
It was reported that on (B)(6) 2025, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio delivery system. Transesophageal echocardiography measured the defect at 28 mm, and stop-flow balloon sizing measured 30 mm, with adequate rims except for an anterior defect where the aortic rim measured 5 mm. The initial device 32mm amplatzer septal occluder was deployed but residual flow persisted, prompting exchange for a larger 34mm amplatzer septal occluder , which was delivered after several attempts and appeared stable on imaging in multiple views. It was noted that it took some manupulation to catch th eaortic rim to psoition the device. The device was released following confirmation of position and flow elimination. Later that day, embolization of the device was reported, the device had completely dislodged from its implant site and travek to the left atrium in the patient's anatomy. The patient underwent surgical closure with removal of the occluder. The physician believed the cause of the embolization was aneurysmal septum. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device embolization could not be determined. It is possible that under sizing contributed to the event, however this cannot be determined. A prolonged hospitalization and surgical intervention were result of case-specific circumstances, as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio delivery system. Transesophageal echocardiography measured the defect at 28 mm, and stop-flow balloon sizing measured 30 mm, with adequate rims except for an anterior defect where the aortic rim measured 5 mm. The initial device 32mm amplatzer septal occluder was deployed but residual flow persisted, prompting exchange for a larger 34mm amplatzer septal occluder , which was delivered after several attempts and appeared stable on imaging in multiple views. The device was released following confirmation of position and flow elimination. Later that day, embolization of the device was reported, the device had completely dislodged from its implant site and travel to the left atrium in the patient's anatomy. The patient underwent surgical closure with removal of the occluder. The physician believed the cause of the embolization was aneurysmal septum. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.